Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited fluctuating impedance measurements from 700 ohms to the 500 ohm range. There was also multiple abrupt changes down to 200 ohms. No noise was seen only in unipolar configuration. The rv lead threshold had increased from .7 volts to 1.2 volts. Boston scientific technical services (ts) was consulted and stated that the low impedance measurement could have been the reason for the lead safety switch (lss), however the exact reason was uncertain at this time. Since in clinic measurements were within range at 527 ohms and they were unable to reproduce any issues the lead was set back to bipolar configuration and the lss was turned back on. The pacemaker and rv lead remain in service and no adverse patient effects were reported.